Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad,due to won't turn power on. Install missing power cord. Replaced low capacity battery. A review of the device history record for sn (B)(6) was performed from the date of manufacture 01/18/2017 to the present date 01/19/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1120033 for keypad.

Event description:
The customer reported the device had no power. No patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from the date of manufacture 18jan2017 to the present date 19jan2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device had no power. No patient involvement.